Manufacturer narrative:
After attempting to contact patient multiples times, customer service was unable to reach patient for return of device. Unable to complete fa. Closed with memo to file. A review of the DHR was performed for work order (B)(4). All (B)(4) units from the work order passed final inspection. Based on the complaint description death or serious injury did not occur and is not likely to cause a death or serious injury if a similar incident was to reoccur.

Event description:
Patient called customer service and reported that the 655212-0001 spinal stim device gave her a burn. Patient reported that she was wearing a metal wire in her bra and the device burned her where the wire sits. Three attempts via phone call were made to retrieve the device for investigation but we were unable to reach the patient.